Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022 . Medical device lot #: 1333403. Medical device expiration date: 30-nov-2026. Device manufacture date: 29-nov-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: they have several needle that are clogged.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: they have several needle that are clogged.